Manufacturer narrative:
Unit is getting returned for evaluation by manufacturer. If any new information is discovered, a follow-up report will be submitted.

Event description:
The home lox vessel was emptying in the patients home. The customer has handled and used the vessel according to the instructions. The latest thermos filling was the day before event day and without any problem. The qdv was wiped before filling and the thermos was not overfilled. No patient harm in this case.

Manufacturer narrative:
Unit was returned for evaluation. The unit in question is within all manufacturers' specifications. The alleged incident reported could not be duplicated.